Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (b5). Additional correction to h6 component code. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the phenomenon occurred due to the following: a) the cover was attached to the scope insufficiently. B) during the procedure, the cover received stress such as contact with mouthpiece, frictional load by being twisted/pushed/pulled in the patient body, or the like. However, the root cause of the failure could not be determined. The event can be detection/prevented by following the instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received confirmed the following: that during the ercp procedure, while stone retrieval balloon and a glide wire was already in place, it was noted that the distal cap fell off into the patient. The balloon and glide wire were removed and the distal cap was retrieved. The procedure/anesthesia was extended to retrieve the cap while another cap was obtained to complete the case. There was no patient injury or harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: ¿ the facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. ¿ the facility educates or continuously educates its personnel about handling methods. ¿ the facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) ¿ the facility uses care when attaching the distal cover, so that it does not crack. ¿ the facility implements/reinforces practice of post-cap installation inspection including gentle tug, and slight rotation to ensure that the cap is firmly and securely installed to the scope without movement and aligned properly without gaps between the cap and scope. During the interview, the facility did not carefully review and follow the instructions for use (IFU). However, it was confirmed that the IFU was reviewed with the staff during in-service training during introduction of the new distal cover (maj-2315) design, and during initial new scope in-service training. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers remain in a sterilization pack during storage. The specific distal cover storage details are as follows: ¿ the facility keeps excess stock distal covers in the original product carton, until they stock them into individual storage cartons in each room. ¿ each procedure room has distal covers stocked in their consumable product cabinets. Those cabinets include hard plastic storage bins for each individual item. 20-30 distal covers are stored in each room and refilled as needed. The distal covers remain in their sterile packs within the storage bins until removed individually for each procedure. ¿ a storage bin is also located in the hallway scope accessories area, containing distal covers in their original sterile packaging like how they are stored in the procedure rooms. The facility reported that it is unknown what specific chemicals were used when the distal cover detached. It was confirmed that no chemicals were administered directly into the body through forceps channel during endoscope insertion, and no chemicals were sent to the forceps channel to lubricate forceps (e.g., defoamers, physiological saline, etc.), also, there were no chemicals used during endoscope preparation and pre-use inspection. However, the facility confirmed the following additional information regarding chemical usage: ¿ prior to intubation of the scope and inspection of the distal cover, a generic water-based lubricant (ky-jelly or similar generic brand) is used on the back side of the endoscope, with careful attention paid to only applying conservatively. ¿ simethicone is used for an estimated 50% of the procedures at this facility. Simethicone is introduced through the biopsy port, with a syringe and diluted with water in an appropriate amount. It is unknown if simethicone was used in the specific procedures where a distal cover came off the endoscope. ¿ the facility uses contrast agent for endoscopic retrograde cholangiopancreatography (ercp) procedures in sphincterotomes, balloons and other standard devices. ¿ anesthesia occasionally uses lidocaine to assist with endotracheal tube (et tube) intubation. ¿ alcohol cleaning wipes are occasionally used to help ¿clean¿ or wipe off the lens of scopes if image appears ¿foggy¿ or has difficult to remove debris visible on the monitor during procedures. The facility confirms that there were no cracks observed on the distal covers during the device pre-procedure inspection process. Furthermore, since the new distal covers have been in use at the facility, there have been no additional incidences of distal covers falling off the endoscope.

Manufacturer narrative:
The customer reported that the recovered distal cover was torn on the front side under the elevator area, the scope lens did not have anti-fog agent applied, the tip on scope is always lubricated with water based jelly, the user confirmed the cover was not damaged after attaching the distal cover to scope, and the user pulled or twisted the cover after attaching it to the scope to make sure it did not come off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during an endoscopic retrograde cholangiopancreatography (ercp) the distal cover fell off during the procedure and was retrieved. Additional information provided from the customer/ercp clinical nurse specialist stated that there was no error messages observed as a result of the event. The procedure/anesthesia was extended to obtain a new cap. There was no medical intervention required as result of the event. This complaint required 2 reports. The related patient identifiers are as follows: (B)(6): tjf-q190v, evis exera iii duodenovideoscope. (B)(6): maj2315, single use distal cover. This medwatch report is for patient identifier (B)(6).